Event description:
Patient reported skin irritation in the form of burning sensation, itching, rash, sores, and scabbing. The patient did seek medical attention from their doctor and used an otc medication. Patient did follow proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.